Event description:
It was reported that during implant, there was a very tight clavicle area and it was not possible to manipulate the right atrial (ra) lead. Also, the ra lead may have been damaged while pulling it out to do a new subclavian stick. The ra lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.